Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified issue with low alerts occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.